Event description:
Complainant alleged that while attempting to defibrillate a male patient in cardiac arrest, the device failed to discharge with the electrode pads attached. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.